Event description:
Complainant alleged that during functional testing, this set of electrodes was not recognized by associated defibrillator. Complainant indicated that there was no patient involvement in the reported malfunction.